Event description:
Upon insertion of the tesio catheter, the tesio fractured on the attempt to place the arterial portion. The fracture occurred crosswise and the lumen came completely free of the other portion. A clamp was placed on the portion placed in the pt and device was removed. Pt became unresponsive and proceeded to full cardiac arrest at this time. (Autopsy confirmed air embolus). Note: the guidewire was placed through the fractured portion prior to removing, then a 2nd catheter was inserted into the site prior to arrest via the guidewire.